Event description:
It was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2024 where the patient's ipg was replaced to address the issue. Reportedly effective therapy restored post op.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
It was reported to abbott, a patients' ipg was reported. The device was inoperable due to the patient not charging it properly. The ipg was replaced without complications. Therapy was restored. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.